Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion broke inside the instrument. No additional information was provided, and additional information has been asked. Additional information was provided on 08/14/2024 where the sales representative stated that this event occurred during a knee scope with root repair on 08/12/2024. The knee needle broke in half inside the scorpion. All fragments were retrieved, and the case was completed with no harm to the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-12990n, was received inside an ar-12990, knee scorpion, for investigation. Visual inspection noted that the tip of a needle fragment was visible from the suture slot of the ar-12990 knee scorpion. Functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.